Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had weight lost and was in a car accident, as a result the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2023 where the pocket site was made deeper to address the issue.